Manufacturer narrative:
Zoll has not received the device for investigation. A supplemental report will be submitted if/when the product is returned and investigation has been completed.

Event description:
The customer reported the thermogard xp ivtm system (sn (B)(4) switches off after 10 seconds at post after a long beep. No alarm was displayed on the console. The customer used another console to start the treatment. There was no delay in treatment. No consequences or impact to patient.

Manufacturer narrative:
The customer reported a complaint that " the thermogard xp ivtm system (sn (B)(6) switches off after 10 seconds at post" was confirmed during functional testing. The root cause for reported problem is a power supply failure, likely attributed to wear and tear. The thermogard console was manufactured in june 2012 and is over 11 years old, past its expected serviceable life of 5 years. During visual inspection, there was no physical damage noted on the ivtm thermogard console. During initial functional testing, the thermogard xp ivtm system was unable to start and does not function, thus, confirming the reported complaint. The system power supply was switching off after 10 seconds. The system power supply was replaced to remedy the issue. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with sn (B)(6).